Event description:
It was reported to boston scientific corporation that a hydrothermablation procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2012. According to the complainant, at approximately 9 minutes into the ablation, he observed the endometrial surface rupture and could see the underlying muscle fibers. The ablation was continued on and completed successfully. He then performed a colonoscopy. When the patient awoke, she complained of abdominal pain. She was given IV fentanyl to relieve the pain to no avail. An ambulance was called and she was brought to the hospital for further examination. A CT scan was performed but did not show any abnormalities. However, the patient was admitted overnight for observation. The following day, the patient reported she was feeling fine with no further pain experienced. The doctor then released her with a prescription for ibuprofen only. No further information forthcoming since patient appears to be fine.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. Device available for evaluation: device disposed of. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.